Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed.a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had damages allegedly caused by the mom zimmer hip prosthesis implanted. Approximately twelve (12) years after the implantation, the patient had a revision surgery due to elevated metal ion levels. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.